Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation but four photographs of a caresite were submitted. However, the photographs did not provide enough evidence for a proper evaluation to be performed. As a result of this reported occurrence, and other complaints of this nature reported by this same facility, a quality alert and formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2 brief inquiry description previous cir-022749 reported same problem: lower y-site leaking after long duration IV chemo therapy. Detailed inquiry description lower y -site on 490100 began leaking after many hours of infusion of methotrexate additional information and photos provided in an email. Hi chip, these are the best photos I could get under the circumstances as I needed to resterilize it and wipe it down to open back up in a controlled environment, while only having my phone (I emailed them to myself as actual size so if the quality is too bad, ill resend at a lower size). Below is just a copy of what I sent to you originally. I believe the incident I was able to get the tubing from did happen yesterday (B)(6) 2024, the second sometime in the week prior between (B)(6). A third incident was briefly brought up but that may have been from a previous contact (B)(6) had with bbraun. I just wanted to reach out to you about sending a tubing set to investigate for potential product issues. We have had 3 instances in the last month or so, 2 of which in the last week, where an extended infusion of methotrexate had tubing that between hour 12-15 and 20 of running as a 24-hour infusion, start to leak at the lowest y-site where IV fluids were connected. Most of the leak was IV fluid, however in each instance, there was a small amount of methotrexate present. We were able to recover the last set of tubing that leaked. I would like to be able to ship this back to bbraun to investigate as this presents a severe safety issue for nursing and the patients. Please let me know who to reach out to for shipment coordination and packaging as requested by bbraun and haz shipping standards.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.